Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies were noted. No frozen display was noted. The pump powered up properly after battery installation. The pump was received with operating currents within spec. No battery out limit alarms was noted. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a battery out limit and button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she replaced the battery and put a new one in the pump and it alarmed battery out limit. The customer stated that her pump is not beeping. The customer stated that the screen is frozen. The customer also stated that the buttons are not responding. The customer was unable to clear the battery out limit because the buttons are not responding. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.